Event description:
The senior medical surveillance specialist spoke with the patient/layperson regarding his call in 2009 to customer service involving an alleged coding issue and reviewed information the pt gave to a customer care advocate, cca. Results are in correct unit of measure, mg/dl. The pt reported the following. The pt had called for assistance in changing the code in his meter reportedly, the meter was set to code 8 and had never been changed. With help from the cca, the pt changed the code. When he noted his test strips were code 10, he questioned the difference. Nevertheless, at 11 p.m. On the day prior, with symptoms of frequent urination and drowsiness, the pt tested. The pt informed the cca it was "240 something" and this specialist it was "in the 300's". The pt assumed he was high because of the symptoms and attributed the elevated result to a spaghetti dinner that same evening. The pt elected to inject 100 units of 70/30 novolin plus consume his nightly 1,000 mg metformin. The pt's instructions are to take 50 units 70/30 novolin in the morning and 50 at night. Because his regime in the recent past was 100 mornings and 100 at night plus the usual metformin, he assumed 100 would be ok. At 5 or 3:30 am on original date, the pt awoke sweating and needing to drink. The pt self treated with "jelly beans" and then called customer service. The complaint is classified since the pt developed symptoms that meet criteria for serious injury after injecting extra insulin (although he is not on a sliding scale) based on an elevated result taken on a meter he had not coded properly. The cca replaced the meter and test strips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of products(s) that do not pass inspection in a supplemental report.